Manufacturer narrative:
Device evaluation- the device was returned for evaluation. Testing performed showed the device gave an alarm with "error code 1660" displayed. The error identified typically identifies a problem with the processor on the circuit board. The board was replaced to address this issue. The cause of this component issue was not definitely established.

Event description:
It was reported the device gave an error alarm with message "error 1660". No known adverse effects to patient.